Event description:
During an atrioventricular reentrant tachycardia procedure, an air leak occurred. The sheath was used to access the left atrium. Prior to flushing, while aspirating blood with a syringe, air was drawn into the sheath through the valve. The sheath was exchanged and the procedure was completed no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.